Event description:
It was reported that a minimum fill notification occurred while customer attempted to load new cartridge into pump. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed sufficient insulin in cartridge, cleaned pneumatic tap area as instructed by technical support, reloaded same cartridge, and successfully resumed insulin delivery, and no additional issues were reported.